Event description:
It is reported that the device was implanted in 2006 and revised in 2009, due to osteolysis.

Manufacturer narrative:
Evaluation summary: as part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the reported osteolysis. Device was in vivo 3 years, and almost 4 months. No x-rays were returned for review. Patient's information such as height, weight, and activity level is unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.